Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post sensed t-wave oversensing. Adjustments were made to the sensitivity of the pacemaker in order to reduce the occurrence of t- wave oversensing. The patient was stable.